Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device ¿ 34 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented for clinic visit with abdominal pain. The patient experienced 2 bloody bowel movements, felt very uncomfortable and began to feel dizzy. Anticoagulants at time of the event were aspirin and warfarin. The patient was admitted a central line was placed. Angiogram on (B)(6) 2018 revealed no active bleed and no cecal hemorrhage. Unspecified changes were made to the patient¿s medication. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.